Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps black wiring and plastic was coming apart, the bipolar insulation was degraded with exposed cautery wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a procedure. The procedure was completed robotically as planned using a backup instrument with no reported injury and no procedure delay. There was loss of cautery associated with damaged cable. There was no arcing and no signs of thermal damage.

Event description:
Refer to h11 for follow-up information.